Event description:
It was reported that during a vaaft procedure, the image on the monitor was lost for a brief second, twice in short succession. The surgeon said it was while using diathermy. [[?]] Picture flickered when diathermy machine was being used then went off while using diathermy. Furthermore, it was confirmed that the procedure was completed successfully and there were no adverse consequences for the patient, user or third party. No negative impact in state of health reported.

Manufacturer narrative:
The affected devices has been requested for investigation by the manufacturer. Devices will not be returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).